Manufacturer narrative:
The returned device analysis did not confirm the reported inability to close the clip, clip jumping, or arm positioner stiffness. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, causes for the reported inability to close the clip, clip jumping, and arm positioner stiffness could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip jumping. It was reported that during preparation of the clip delivery system (cds), after establishing final arm angle (efaa), an attempt was made to invert the clip arms however the clip arms would not move. Troubleshooting was performed unsuccessfully. After waiting a few minutes the clip arms sprung open. An attempt was made to lock and close the clip arms but resistance was met rotating the arm positioner. The decision was made not to use the device. There was no clinically significant delay to the intended procedure and no patient involvement. No additional information was provided regarding this device issue.